Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq1282 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that depth markings on the guidewire were different from usual. It was stated that the printing on the distal side and the proximal side of the depth marking were found to be inverted. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint that the printed bands were reversed on the guidewire was confirmed and the cause was determined to be supplier related. One 135cm guidewire was received for investigation. The overall length of the wire was within the specification. The printed markings were reversed on the guidewire. The 20cm mark, which consisted of two narrow bands around the wire, was located 20cm from the proximal (stiff) tip of the wire instead of the distal (floppy) tip of the wire. The printed markings were correctly spaced, but the order was reversed on the guidewire, which resulted in the 100cm mark being positioned 35cm from the distal (floppy) tip of the wire. Bd is working closely with the supplier to prevent recurrence of the reported event.

Event description:
It was reported that depth markings on the guidewire were different from usual. It was stated that the printing on the distal side and the proximal side of the depth marking were found to be inverted. There was no reported patient injury.